Event description:
It was reported shortly after implant of this right ventricle (rv) this lead was dislodged. Additionally, it was noted there was loss of capture for greater than two seconds and the patient experienced syncope. Additional surgical intervention was performed as this lead was repositioned successfully. No additional adverse patient effects were reported.